Event description:
It was reported that the patient was unable to sue the stimulator due to being shocked. The patient wanted the device removed. The patient experienced difficulty walking at times due to pain and not being able to use the stimulator. Additional information has been requested, but not available as of the date of this report.

Manufacturer narrative:
(B) (4).